Event description:
There is a device called "esophyx" marketed by endogastric solutions for treatment of gastroesophageal reflux disease. This device is supposed to allow a physician to perform a trans-oral fundoplication, instead of by a more invasive open or laparoscopic approach. The device is only indicated in pts where there is no significant hiatal hernia. The company is now advocating the use of this device in pts with hiatal hernia, if simultaneous laparoscopic repair of such hiatal hernia is also performed. Pts are therefore subjected to all the risk of open or laparoscopic surgery for repair of the hiatal hernia, without the benefit of the "gold standard" nissen fundoplication, which could be done with minimal additional risk. Instead, the pts then have a trans-oral fundoplication with the esophyx device - (B)(4) -. This was not the intent of the device. All the advantages of the trans-oral approach are lost, as the pt has already been subjected to the open or laparoscopic access. There is no published data supporting this approach. I witnessed 2 pts having this procedure; no special consent was signed and the procedures were done outside any approved research study. Diagnosis or reason for use: gastroesophageal reflux disease with hiatal hernia.